Event description:
According to the reporter d uring a cholecystectomy, there was the spontaneous rupture of the cystic duct causing immediate biliary leakage. The repair caused increase in surgery time by 45 minutes and required medical treatment to solve the problem.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.